Manufacturer narrative:
Concomitant product(s): a 2088tc lead, implanted: (B)(6) 2013; ddbc3d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a maze procedure and there were comments from the patient that their right atrial (ra) lead was non-functional. Follow-up determined there was confusion following the maze procedure in which the patient was told the atrial tissue was non-functional not the ra lead. It was observed that there was atrial undersensing on the ra lead. The ra lead is not programmed on for atrial pacing but for atrial tachycardia/atrial fibrillation monitoring only. No changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.